Manufacturer narrative:
Analysis of the programmer (B)(4) found no significant anomaly; resoldered as a preventative measure supplemental to update (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was r eported that the programmer was on the fritz after having programmer for 3.5 years. The patient said the programmer was going on pause and turning off when they try to increase or decrease. The patient reported that ins battery was at the same level and programmer shows ins is still charging after 8 hours. The patient reported the programmer would turn off after 5-10 minutes and indicated it turned off over night while the patient was sleeping. The patient sometimes can't get the programmer to turn on and has tried new batteries. The patient reported the programmer stops working often and when the programmer turns off they stop feeling stimulation sometimes. The patient reported their ins was not blocking the pain in their neck. No symptoms or further complications reported at this time.